Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received four shocks and the charge times appeared to be longer than expected. The device had been scheduled for a replacement in the near future, and the remaining longevity of the device was questioned due to the recent shocks to the patient. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and technical services (ts) discussed the replacement interval. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received four shocks and the charge times appeared to be longer than expected. The device had been scheduled for a replacement in the near future, and the remaining longevity of the device was questioned due to the recent shocks to the patient. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and technical services (ts) discussed the replacement interval. No adverse patient effects were reported. The device remains in service. Additional information was provided which reported that the device was later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.